Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to migration of the acetabular cup. The modular head could not be disengaged from the stem and a midas-rex was used to cut the taper from the stem. All components were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-00630 / 00633).

Manufacturer narrative:
The neck region of the stem showed evidence of deformation in several locations. Some of this damage might have occurred due to impingement against the cup or possibly against bone. The porous coating on the stem appeared to be intact and showed evidence of bony ingrowth. Root cause for the modular head being stuck to the stem taper could not be determined. This follow-up report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-00630-1 / 00633-1).